Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 600 mg/dl. Customer advised the leak occurred inside the insulin pump and the patient was able to smell the insulin in the reservoir compartment. Troubleshooting for the reservoir leak was performed. Customer advised that the snap cap appeared loose. Customer was able to pass the self-test and advised the dome sticker was missing. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.